Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an alert for right ventricular lead low impedance. A request for additional information was made, but is not known. The lead remains in use and no patient complications have been reported as a result of this event.